Event description:
It was reported that there was a over infusion of propofol to a patient who was receiving mechanical ventilation. Starting rate of 10 mcg/kg/min, adjust every 5 minutes or greater by 5-10 mcg/kg/min. Dose range 10-65 mcg/kg/min. Max dose 65 mcg/kg/min. At approximately 12:02pm the empty propofol vial was replaced with a new vial and new tubing. The propofol was set to infuse at 40 mcg/kg/hour (23.6 ml/hour) with a volume to be infused of 100ml. Eighteen (18) minutes following the start of the infusion, the vial of propofol was found to be empty. The clinician withdrew 20 ml of blood/propofol mix from the patient's PICC line in an effort to pull out medication. The lowest vital signs noted for the patient were bp 89/50mmhg, o2 saturation of 88%. The patient's oxygen setting on the ventilator was increased as soon as this was noted and o2 saturation increased into the "90s". The patient was started on a dopamine drip with a new pump. Patient had perfusion to all extremities and noted capillary refill time to be less than 3 seconds. The patient's blood pressure slowly began to increase. There were no significant changes noted to patient heart rhythm and continued in normal sinus rhythm with several pvcs per minute. No significant change in his urine output. The patient's neurological status slightly improved in the absence of the propofol infusion, although baseline was diminished throughout ICU stay due to acute diagnosis. As time passed, an increase in gag reflex was observed with his beginning to cough and gag with the et tube in place. Approximately three hours after the initial incident occurred, patient was restarted on 10 mcg/kg/hour of propofol on the new pump and slowly titrated to 20 mcg/kg/hour. The patient was eventually transferred to a long-term care facility.

Manufacturer narrative:
Omit : medical device other operator, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a over infusion of an unspecified medication. There was patient involvement, but impact unknown. Although repeatedly requested, the customer declined to provide additional details.